Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient experienced infection at the abutment site. Subsequently on (B)(6) 2014 the patient was administered general anesthesia to facilitate the removal of the implant. The device has not been made available for analysis as of the date of this report, february 20, 2015.